Event description:
Patient reported obtaining back-to-back blood glucose results of 412 mg/dl and 171 mg/dl, while using the suspect device. Patient indicated that therapy was not modified based on these values. No patient injury was reported and no treatment was received. A level-one quality control test was performed on the system and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.